Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the insulin pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. Customer's blood glucose value was 100 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that audio options menu in the insulin pump was set to audio and vibrate. Customer reports they did not hear beeps when audio volume settings were saved. The customer state the insulin pump did not pass test. The device will be returned for analysis.